Manufacturer narrative:
As part of normal complaint follow up, an eval of the event has been initiated at mako surgical. The eval is ongoing, and a supplemental report will be filed when results are obtained.

Event description:
The surgeon had performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. Pt fell and dislocated posteriorly. The surgeon decided to put in a constrained acetabular liner with a 28mm femoral head.